Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 27-sep-2021. It was reported that a patient underwent an unknown ablation procedure with a pentaray nav high-density mapping eco catheter and an issue with thrombus occurred. After left atrium (la) mapping, when the pentaray nav high-density mapping eco catheter was removed from the patient¿s body, a thrombus was attached to the ¿outlet under the pressure drop.¿ when the catheter was first inserted, pressure was appropriately applied, and there was no effect of thrombus adhesion on the patient (ECG changes, confirmed by echocardiogram). The pentaray catheter was replaced, and the procedure was completed without patient consequence. Additional information was received on 11-oct-2021 and it was reported that the thrombus was located at the outlet under the pressurized drop. The system did not present any error message. An unknown smartablate generator was used. Therefore, the concomitant product section was updated. On 20-oct-2021, additional information was received, and it was reported that the patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Bwi conducted a visual inspection and irrigation test of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the pentaray nav high-density mapping eco catheter. No clot was observed. An irrigation test was performed, in accordance with bwi procedures. The catheter failed the test since the irrigation tube was found folded inside the tip area. A manufacturing record evaluation was performed for the finished device [30519070l] number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a pentaray nav high-density mapping eco catheter and an issue with thrombus occurred. After left atrium (la) mapping, when the pentaray nav high-density mapping eco catheter was removed from the patient¿s body, a thrombus was attached to the ¿outlet under the pressure drop.¿ when the catheter was first inserted, pressure was appropriately applied, and there was no effect of thrombus adhesion on the patient (ECG changes, confirmed by echocardiogram). The pentaray catheter was replaced, and the procedure was completed without patient consequence multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.